Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient's mother was walked through pairing and un-pairing devices to re-establish connection. Issue was not resolved. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 02/09/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.